Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that the patient was undergoing an arthroscopic shoulder repair with the use of a healix br for fixation. The surgeon completed inserting the anchor into the bone hole, was typing up the 1st of 4 anchor sutures when the anchor pulled out of the bone hole; they noted that the anchor was damaged; some distorted threads. At this point, for whatever reason, the surgeon resorted to an open procedure and used bone-tunneling technique to fixate and repair. This added 30 minutes onto the procedure time; however, the repair was concluded successfully without further issue or harm to the patient. [In a telephone follow-up call with the mitek rep. He states that the surgeon followed proper technique protocol for using the healix fixation device; he waled and tapped correctly, so it is curious that the screwed in fixation device would pull out so easily. Bone quality appeared good and normal; possibility of a bone cyst. They took mris and will view them sometime next week; the rep will hit us back with those findings.]